Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler rattles, water leak in cable unit and due to damage on cover unit, water tightness was lost. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to water leak in cable unit, the endoscopic image cannot be displayed. Additionally, due to poor water-tightness of cable unit, water tightness was lost; due to damage on cover unit, water tightness is lost and because coupler unit was worn out, the coupler rattled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head exhibited stripes in the image. The issue occurred during inspection for use. There were no reports of patient involvement.